Event description:
As reported by the edwards field clinical specialist, this case was originally scheduled as a transfemoral tavr. However, due to sheath insertion difficulties, the procedure was converted to the transapical approach. The sapien valve was positioned and deployed without incident. The ascendra 3 sheath was removed. While suturing the left apex, it was difficult to contain the suture area with the pledgets. The sutures wouldn¿t hold so the patient was placed on cardiopulmonary bypass while the apex was repaired. The patient required several blood products. One day post tavr, the patient was stable, but still intubated. Additional information provided by the cs noted the patient¿s fatty apex tissue was a contributing factor for the event.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, although the exact cause of the apex injury cannot be confirmed, in addition to the procedure itself, patient factors increasing the risk of apical laceration (female gender, age ¿ (B)(6), and fatty apex tissue) were present and may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.